Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 74-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was noted to be pink. The patient was to be taken to the operating room (or) for a mitral valve (mv) replacement, and an escalation of therapy to an impella 5.5. The post-procedure outcome is survived. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematuria could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.